Manufacturer narrative:
It was reported that the customer fell and "broke his shoulder". The customer reported that he was walking outside when the right front wheel got caught on the crack or line from the cement and he fell. It was reported that he required surgery and rehab. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall when rollator wheel got stuck on cement.